Event description:
It was reported that the right atrial lead exhibited oversensing. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).